Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was 48 mg/dl. The customer treated with glucose tablets and orange juice. During troubleshooting for the low blood glucose, no insulin pump anomalies were noted. The insulin pump was not returned for analysis. Unomedical set frn-model unknown-reservoir.